Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to undersensing when it comes to this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead. The patient also complained feeling dizzy. All other measurements were normal. A new lead was implanted as it was suspected the competitor lead had dislodged. The ICD remains implanted. No additional adverse patient effects were reported.